Event description:
It is reported that the device was implanted in 2001, and revised post-op in 2006, due to fracture of posterior lip of poly articular surface.

Manufacturer narrative:
Probable cause cannot be determined. No device was rec'd for eval. The device history records indicate that the product was MFR and packaged to spec.